Event description:
The results of the investigation found a damaged downstream occlusion (dso) seal, a defective dso sensor and a defective latch/lock sensor. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full phone number (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found showed 41541 error. Visual, functional and occlusion tests were performed, which found a damaged downstream occlusion (dso) seal, a defective dso sensor and a defective latch/lock sensor. The dso seal, dso sensor and latch/lock sensor were all replaced to fix the issue.